Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that a leak was observed below the infusion pump during an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. Pressure testing confirmed the customer¿s complaint as fluid was observed leaking from a small split to the tubing approximately 10cm below the smartsite y-site component. The root cause of the leakage could not be identified.